Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 5 months. (B)(4). The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during a routine clinic visit on (B)(6) 2017, the patient complained of nausea and vomiting, and increased shortness of breath. The lactate dehydrogenase level was 1200 u/l, and liver function tests were elevated. The inr 4.8, and the creatinine was 2.2 mmol/l. The patient was admitted and inotropes were initiated. On (B)(6) 2017, a ramp echocardiogram was performed, and it was reported that two pump stoppages occurred. The patient received a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.